Event description:
On (B)(6) 2013, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ultra 2 meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the power issue began on (B)(6) 2013. The patient's relative reported that the patient manages her diabetes with insulin; however, it is not known if any changes were made to the patient's diabetes management regimen due to the alleged power issue. The reporter stated that on an unspecified date, after the power issue started, the patient developed symptoms of "cold sweats, stomach ache, tightness and shakes." The reporter informed the cca that the patient was taken to the ER on the morning of (B)(6) 2013, where she was treated with insulin (14 units of humalog). The patient's relative confirmed the patient was tested with an ER meter and laboratory device at time of ER visit; however, they did not know what the results were. At the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient was treated for hyperglycemia by an hcp after the alleged power issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.